Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 509 mg/dl at the time of incident. Customer was treated with insulin syringe and bolus. Customer also reported that did not allege insulin pump was under delivering as well as no delivery alarm. Customer stated that insulin was exited the tubing. Customer did not want to continue with troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.